Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics were run again and did not result in high impedance. It was reported that the patient is no longer experiencing drop attacks and is experiencing good response with vns therapy. Based on the information received to date, the high impedance message received upon interrogating the generator on (B)(6) 2014 was due to a high impedance result saved in the memory of the generator, obtained during quality control testing. This high impedance result is cleared running system diagnostics. When this event occurs during a consultation, it is usually because the generator is programmed to active parameters (>0ma) after implantation, without having run system diagnostics.

Event description:
It was reported that the vns patient¿s device showed high impedance after the device output current was increased from 0.5ma to 0.75ma. No patient adverse events were reported. Attempts for additional relevant information have been unsuccessful to date.